Manufacturer narrative:
Medical records received on december 28, 2015. Relevant patient history tab updated to reflect the additional information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes law department advised that legal documents were received from an attorney representing a patient who was implanted with a synthes volar distal plate for an open reduction internal fixation for a left distal radius and ulna fracture on (B)(6) 2014. At the patient's three week follow-up, postoperative x-rays showed that the plate was angulated. The patient denied any fall or singular injury other than trying to lift an infirmed spouse. X-rays taken five weeks postoperatively showed that the plate was broken. Patient underwent a second surgery on (B)(6) 2014 to remove and replace the broken plate. It was also noted on the operative report that at the time of revision there was a non-union of the left distal radius fracture with no sign of screw loosening, and post-traumatic carpal tunnel syndrome. This report is for an unknown distal volar plate this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown distal volar plate investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014 the patient had a follow up visit post fracture. Patient was sixteen days out from her fracture. Patient's symptoms are improved. The pain is mild. Patient medication included: hydrocodone. The patient's fracture immobilization had included short arm cast. On (B)(6) 2014 the patient had a follow up visit post fracture. The patient was five weeks out from her fracture. Patient's symptoms are improved. The pain is mild. Patient medication included: hydrocodone. The patient's fracture immobilization had included short arm cast. On (B)(6) 2014 the patient had a follow up visit post fracture. The patient was five weeks out from her fracture. Post fracture symptoms included persistent pain. The pain was moderate. Patient medication included: hydrocodone. The patient's fracture immobilization had included short arm cast. The patient was using a splint for symptomatic support. The patient had no recollection of falls or sudden impact against the wrist. X-rays showed apex volar angulation of the fixation plate approximately forty to forty-five degrees with broken plate at the angulation. There was no evidence of screw loosening proximal or distal. The comminuted metaphyseal bone was making satisfactory progress with increased bony density which was expected for the non-union site. On (B)(6) 2014 the patient went for a follow up visit. The patient was eight days post-operative. Post-operative pain has been mild with pain pills. Pain medication included hydrocodone. On (B)(6) 2014 the patient went for a follow up visit. The patient was one month post-operative. There have been no post-operative symptoms. Post-operative pain has been mild. Pain medication included hydrocodone. On (B)(6) 2014 the patient went for a follow up visit. The patient was two months post-operative. There have been no post-operative symptoms. Post-operative pain has been mild. Pain medication included hydrocodone used seldom. On (B)(6) 2014 the patient had a follow up visit. The patient was six months post-operative for the left distal radius orif on (B)(6) 2014. Post-operative symptoms included weakness. The patient's symptoms are improved compared to preoperative. Post-operative pain has been mild when touching or pressing. Pain medication included hydrocodone as needed. Patient has been complaint with post-operative instructions. Patient has shown improvement in her activity level. The patient also reported carpal tunnel syndrome in the left wrist. The patient is right hand dominant. Symptoms are located in the left index finger, left long finger, left ring finger and left little finger. Onset was eight months ago. Onset followed wrist trauma. The symptoms occur constantly. Associated symptoms include weakened grasp. By report there is good compliance with treatment.